Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose (bg) level of 400 mg/dl. Customer was treated with a 8 unit manual insulin injection. The customer was released from the hospital on (B)(6) 2020. Reportedly, a malfunction alarm had occurred. The customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.